Event description:
It was reported that this right ventricular (rv) lead with the implantable cardioverter defibrillator (ICD) exhibited high out of range shock lead impedances when testing in clinic. The rep reprogrammed and the measurements were found to be within normal limits. This ICD and rv lead remain in service. No adverse patient effects were reported.